Manufacturer narrative:
No device was returned for evaluation; however, the device log was provided for evaluation. Review of the device log observed multiple critical errors 15c044 (defib - dac4 test failed) and 06c002 (mcu critical error) causing self test failure. These errors are indication of a device malfunction. However, without receipt of the device, root cause could not be firmly established. Based on the log review, it was recommended that the device be sent in to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.